Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted, however, an unknown product issue occurred. Another lead was implanted in its place. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted, however, an unknown product issue occurred. Another lead was implanted in its place. No adverse patient effects were reported. Additional information was received by the field indicates that the physician was attempting deep septal implantation of the lead. It was noted that after a few placement attempts, the helix would not retract. A new lead was used in its place.